Event description:
This procedure was part of (B)(4): pre-discharge a minor ipsilateral ischemic stroke was noted. An MRI showed evidence of bilateral hemispheric involvement. The patient was rehospitalized and sent for rehab. Please reference MDR 2183870-2012-00060 for the spiderfx used in the procedure.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event. Stent implanted on (B)(6) 2012.